Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. No root-cause was determined. A batch review was performed on the available lot number with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Email received in corporate mailbox on (B)(6) 2011. Patient reported leaking from connections. She added it was squirting on the walls from the patient connection line during the prime. This has happened monday (B)(6) and tuesday (B)(6). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they never connected to the machine. The hp stated they primed the machine and a leak occurred at the end of the patient line. The hp checked all of the other supplies and there was no other leak occurring. The hp spoke to their registered nurse (rn) who advised them to start over with new supplies. The hp started over with a cassette from the same box and the same issue occurred that night . Hp started over a third time that night and everything was fine. The hp discarded the supplies. The hp stated all of this occurred in one night occurred on the (B)(6). There was no report of patient injury or medical intervention.